Manufacturer narrative:
Additional: h2 correction: b4, f10, g4, g7, h3, h6, h10 device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: dislocation. Event summary: it was reported that a patient was implanted with a zimmer biolox delta head on july 18, 2017 and experienced first dislocation on august 29, 2017. Second dislocation is reported in cmp-0352169. MRI report received, patient had a follow up on dec 11, 2017 with trochanteric bursitis, reported in cmp-0358281. Review of received data - surgical notes from jul 18, 2017 underwent right hip arthoplasty due to severe end-stage osteoarthritis right hip.during the procedure it was observed that after final reduction there was satisfactory position, range of motion, stability, alignment, tissue tension, and leg length. No complications noted. Medical records from aug 30, 2017 indicates that patient underwent right total hip arthroplasty approximately six weeks ago, patient was extremely doing well and was overactive. He was chopping some firewood and doing great hard work. He felt as if hip dislocated and spontaneously reduced on several occasions. He then went sit down and he developed severe pain and feel significant pop. X-rays confirmed a posterior hip dislocation without any evidence of fracture or loosening. The patient was then treated with closed reduction. Patient tolerated well during the procedure and hip movement is smooth after reducing the hip. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using rmw: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Defined - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear => possible, the device was not returned for material analaysis. Therefore this point cannot be excluded. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible -> no evidence for wrong components used. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity not possible -> patient not adhered to rehab protocol - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation due to explanted ceramic head is reused with the same or new femoral stem => possible, it can be possible that the ceramic head was re-used and lead to dislocation. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible -> no signs for off label use. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible -> no information provided which shows a wrong information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible -> patient not adhered to rehab protocol - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. => possible, it can be possible that the surgeon gave wrong or incorrect information to the patient after the surgery. Conclusion summary it was reported that a patient was implanted with a zimmer biolox delta head on july 18, 2017 and experienced first dislocation on august 29, 2017. The devices were not sent back for evaluation. Therefore, the condition of the component is unknown. Several medical records were received. Provided medical records indicate patient dislocated his hip within 6 weeks 08/30/2017 and underwent closed reduction. The act of chopping wood contains various actions that the body moves in that exceeds the precautionary range of motion. For example just the motions to pick up the wood would require the patient to bend beyond the 90 degree range of motion at the hip. The twisting motion with the wood load and foot positioning can also contribute to the hip dislocating. These factors show that the patient had exceeded the expectation of the replacement hip stability 6 weeks post operatively. Root cause identified for the reported event is due to patient not adhered to rehab protocol. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc. - warsaw split case is reported in (B)(4). - second dislocation is reported in (B)(4).

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2017 and patient experienced pain due to dislocation on (B)(6) 2017. It was also reported that the patient underwent closed reduction.